Event description:
It was reported by service report that the fowler is unable to support patient weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(Result) - fowler.